Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with intuitrak bifurcated, aortic extension, and limb extension. On (B)(6) 2018, the patient was admitted for unknown reason, at this time endologix was made aware that at an unknown date the patient was for a thrombosed graft. Patient was then reline with a non-endologix stent to resolve the thrombosis.